Event description:
It was reported that the autopulse resuscitation system's backlight was intermittent and that the processor board was faulty. No adverse event reported.

Manufacturer narrative:
The autopulse resuscitation system for which this report is generated was repaired in zoll UK. Reported complaint was verified, faulty parts were replaced. No adverse event reported.